Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set occlusion at site event on 02-jun-2024. The blood glucose level was high. Therefore, patient was treated with correction via IV bolus. No further information available.